Event description:
It was reported that a dentist tested positive for latex allergy. He reports having worn gloves made by different latex glove mfrs. He states that he experienced the following symptoms: rashes, wheezing, occupational asthma, rhinitis, irritated, red and watery eyes, coughing, breathing difficulty, shortness of breath and chest tightness.